Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI# (B)(4). Review of the most recent repair record determined the power cord was damaged. The power cord was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that post-surgery, the power cord was damaged. There was no harm and delay. During the investigation, it was discovered that the insulation on the power cord had torn, exposing bare copper wire. No adverse events were reported.